Event description:
The complaint/event occurred on an unspecified date. A medwatch report mw5164173 was received on 17jan2025 stating the following: intra venous placed, blood pulling from j-loop onto patient bed and floor. Additional event information obtained from the medwatch was as follows: the initial reporter is unknown and is a risk manager. The date of this report was on 26-dec-2024. The suspected medical device was 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. No redaction needed. There was unknown adverse event but no report of any human harm as a result of the complaint/event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. The device history record could not be reviewed as the lot number is unknown.